Event description:
As reported by an edwards field clinical specialist, during 14f esheath+ insertion, the sheath had a little resistance but was advanced successfully. Upon sheath removal, the distal tip of the sheath was noticeably torn with a jagged tear toward the bottom. The perclose ripped but the physicians do not believe the perclose was ripped due to the sheath. The physicians believe the perclose never caught the vessel but rather were stuck in adipose tissue due to large body habitus. Manual pressure had to be administered to maintain hemostasis. A second sheath was inserted to maintain hemostasis while the team tried to figure out how to close the groin. The team ended up doing manual pressure followed by a femostop. An angio was taken and there was no extravasation noted.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The returned device was visually inspected, and the following was observed: the sheath distal tip has a radial tear along distal edge of liner. All score lines are present however, tip did not open along axial score line, but stretched to the side of it. There is stretching present along distal tip tear and opening. A kink was found on sheath approximately 4.5" from distal tip. Procedural access was taken from left side. 3mensio imagery was evaluated and the following was observed: there was notable calcification on the aortic bifurcation; tortuosity was present in patient's access vessel. The complaint for torn sheath distal tip was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. This event reports a distal tip tear during sheath insertion that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. Per the complaint description, "during 14f esheath+ insertion, the sheath had a little resistance but was advanced successfully. Upon sheath removal, the distal tip of the sheath was noticeably torn with a jagged tear toward the bottom." Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, review of patient imagery reveals calcification near the aortic bifurcation. Protruding calcification can create small tears and/or weaken the distal tip. Calcification coupled with tortuosity can also impact axiality between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip and tear the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.